Manufacturer narrative:
(B)(4). Product classification code poq is not available.

Event description:
Dexcom was made aware on 02/15/2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Patient's mother inserted the sensor the at night and in the morning noticed that there were no readings. Patient's mother removed the sensor and did not see the sensor wire. On (B)(6) 2017, the patient went to the school nurse complaining of abdominal discomfort. The school nurse called the patient's parent and advised that they come and remove the wire from the patient's abdomen. The patient was brought to urgent care where the physician was able to squeeze and manipulate the skin in order to visualize the sensor wire. The physician surgically removed the sensor wire and used local anesthetic on the patient. Patient was discharged after sensor wire removal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.